Event description:
(B)(6) had 11 stryker system 6 trays and 9 depuy sigma trays. The damage was peeling and chipping of the coating material that covers the instrument place holders in the sets. These orthopedic containers have been removed and sequestered.